Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the pump jammed. The device was not changed out. The large roller pump was removed from the cardioplegia position and placed on the far left of the machine. The 4" roller pump was placed in the cardioplegia position. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.